Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was in the 40s mg/dl range, and the meter bg reading was in the 80s mg/dl range. Customer declined troubleshooting with tandem technical support and declined to provide further information. A root cause could not be determined. A replacement sensor was sent to the customer.